Event description:
It was reported that while in the intensive care unit, the md inserted the spring wire guide (swg) and when inserting the catheter over the swg, it would not advance. As a result, the catheter was removed and exchanged with another catheter. There were no reported patient complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.